Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4) - observational post-market clinical study ¿ evolution® biliary stent system ¿ fully covered. This observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b fully covered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6) 2014, and the latest procedure occurred on (B)(6) 2019. This file will capture the x 25 cases of off label use with aes. X 04 cases of biliary obstruction. Obstruction was identified on imaging in 4 patients (5.7%, 4/70; 4 events). 1 additional obstruction event was not identified via imaging, resulting in a total 5 recurrent biliary obstruction events in 5 patients discovered in this study. 1 patient with recurrent biliary obstruction indicated on post-procedural follow-up form did not have a corresponding ae form, and thus only 5 recurrent obstructions with known post-procedural days are accounted for. Further details regarding the 1 recurrent obstruction without a corresponding ae form could not be obtained. X 02 cases of stent occlusion: 1 patient indicated presence of symptoms of biliary obstruction, the type of symptom was not documented. Cause of stent occlusion was tissue or tumor ingrowth in one patient and not documented in the other patient. X 01 case of loss of patency before 365 days: only 1 patient (1.4%, 1/70) lost patency within the first 365 days post-procedure; this patient had off-label usage of the evo-b fully covered stent and lost stent patency at 15 days. X 03 cases of loss of patency after 365 days: there was only 1 patient who lost patency within 365 days post-procedure and 4 patients lost patency after 365 days. X 15 cases of stent migration: a total of 17 stent migrations were reported, 2 of which were clinically relevant (1 in an on-label patient and 1 in an off-label patient) and only 1 of which was assessed to be device-related by the investigator. All 17 stent migrations were identified on imaging.

Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Device evaluation the evolution biliary controlled-release stent - fully covered device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. This file will capture the x 25 cases of off label use with aes; 04 cases of biliary obstruction, 02 cases of stent occlusion, 01 case of loss of patency before 365 days, 03 cases of loss of patency after 365 days and 15 cases of stent migration. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. This file is associated with the following complaints: (B)(4) - biliary obstruction (B)(4) - loss of stent patency after 365 days. (B)(4) - stent migration. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use (ifu0062), which accompanies this device instructs the user that "this device is used in palliation of malignant neoplasms in the biliary tree." It also states in the precautions section ¿passing of a second delivery system through a just deployed stent is not recommended and could cause the stent to dislodge.¿ and in the warnings section "this stent is not intended to be removed after initial stent placement procedure and is considered a permanent implant. Attempts to remove the stent after placement may cause the damage to the surrounding mucosa." There is evidence to suggest that the customer did not follow the instructions for use. The user is advised of the following potential adverse events in the IFU, (ifu0062) "additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel ¿ bile duct ulceration ¿ death (other than due to normal disease progression) ¿ fever ¿ inflammation ¿ ingrowth due to tumor or excessive hyperplastic tissue ¿ nausea ¿ obstruction of the pancreatic duct ¿ pain/discomfort ¿ perforation ¿ recurrent obstructive jaundice ¿ stent migration ¿ stent misplacement ¿ stent occlusion ¿ trauma to the biliary tract or duodenum ¿ tumor overgrowth ¿ vomiting.". It should be noted that the instructions for use lists "obstruction" "stent occlusion" ¿stent migration¿ as a potential adverse event. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause can be attributed to the abnormal use of the device. From the information available, the evolution biliary controlled-release stent - fully covered device was used in a benign biliary stricture, a stent placed in another stent or stent removed after deployment. As previously mentioned, the IFU (ifu0062) states "this device is used in palliation of malignant neoplasms in the biliary tree." It also states in the precautions section ¿passing of a second delivery system through a just deployed stent is not recommended and could cause the stent to dislodge.¿ and in the warnings section "this stent is not intended to be removed after initial stent placement procedure and is considered a permanent implant. Attempts to remove the stent after placement may cause the damage to the surrounding mucosa." The user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this file was created from the pmcf study, "MDR-2052" confirmed quantity, 25 devices were confirmed used. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26-jun-2025.